Manufacturer narrative:
Correction: b5. Upon review of the additional information and medical report from allergan medical, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah). This event is considered not reportable to FDA.

Event description:
Upon review of the additional information and medical report, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
A provider reported to allergan that a patient received a coolsculpting treatment to the abdomen and flanks and presented with pah post treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.